Manufacturer narrative:
(B)(4).

Event description:
The customer questioned inr results from her coaguchek xs meter with serial number (B)(4). On (B)(6) 2016 the customer tested on her meter at 2:58 p.m. And the result was 3.2 inr. The customer reported this result to her doctor. The customer took her normal coumadin dose (10 mg). The next day on (B)(6) 2016 the customer went to the ER due to shortness of breath and chest pains due to mild congestive heart failure. The laboratory result from an unknown method was 1.7 inr. The customer was admitted to the hospital and put on a continuous heparin drip. The customer had taken her normal coumadin dose of 10 mg on friday night, (B)(6) 2016. The customer's therapeutic range is 2.5-3.5 inr. The customer is currently stable but still has shortness of breath. She is still on the heparin drip. The customer has been prone to anemia, but her hematocrit was not low. The customer was not on heparin therapy prior to the event. She has no antiphospholipid antibodies and is not taking any direct thrombin inhibitors. The customer has had no changes in vitamins or supplements prior to the event. The customer has had no changes in medication or diet prior to the event. The meter and strips have been requested for return. Relevant retention test strips (lot 12804321) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
The patient has been using the coaguchek meter for approximately 4 years. The patient has taken coumadin for 32 years. There was a 19 hour time difference between the tests. The meter test was performed at 10 pm on (B)(6) 2016. The lab was performed around 5 pm on (B)(6) 2016. The patient takes her medications at 10 am and 10 pm every day. The patient takes coumadin in the evening. At 10 pm on (B)(6), the patient took coumadin, protonix, zyrtec, toprol, and verapamil. At 10 am on (B)(6) 2016, the patient took fish oil, magnesium, calcium + vitamin d, wellbutrin, toprol, protonix, and zyrtec. The patient¿s meter was not used for inr testing in the ER.

Manufacturer narrative:
The customer returned the meter. The test strips were not returned. The current master lot of test strips were tested on the returned meter. Level 2 bulk controls were measured. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were within specified ranges and without error messages. The returned material meets specification.